Manufacturer narrative:
Date of event is estimated. E1: reporter phone number (B)(6).

Event description:
It was reported that the patient experienced a loss of therapy. X-ray did not show any damages. When explanted the lead was broken at the contacts. Surgical intervention was taken wherein the system was explanted.

Manufacturer narrative:
The report event of loss of stimulation was not confirmed and cannot be fully analyzed due to the returned lead was damaged during explanted. As received, visual inspection showed the returned lead found the electrodes broken and wires exposed. The cause of the report event is consistent with damage during use.